Event description:
It was reported that fms was inserted on (B)(6) 2014. The device was discontinued on (B)(6) 2014 per md orders and stool output was minimal. When patient's nurse attempted to remove the unit she was unable to expel any fluid from the syringe. The tubing was cut, fluid drained, and device was removed. There was no trauma to the patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is reported that the device was thrown away and there was no record of lot number. It is reported that territory manager is meeting with customer on (B)(6) 2014 to obtain additional information. Call also placed to nurse. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.